Event description:
Cup was dislocating. Removed cup, liner and femoral head. The stem was stable and left alone.

Manufacturer narrative:
Document review: versafitcup cc trio acetabular shell -(B)(4)/lot 114819 ((B)(4) cups produced): all parameters were found to be in according with the specifications valid at the time of mfg. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Fifty four cups belonging to this lot have been already implanted and no incidents have been reported up to now. Due to lack of info it is not possible to determine the root cause of the dislocation event and we do not have any evidence that the event is device related. It is known that the implant positioning and the joint stability given by the length of the components implanted are important factors in preventing dislocation events after thr.